Event description:
IV started with male adapter for injection of contrast dye. Contrast injected without incident by power injector method. Blood started pouring out of valve when the tubing was removed. The blue plunger part of the valve appears to be stuck in the "open" position. The catheter was removed and pressure applied. No apparent physical injury.